Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited lead noise and oversensing. The patient presented in the electrophysiology lab for extraction. The physician opened the pocket and no visualization of any lead or header problems were found. The rv lead was tested and was unable to reproduce noise. The physician elected to remove the lead due to the unknown origin of the noise. The lead was explanted and replaced. Patient tolerated the procedure without difficulty and left lab in stable condition.

Event description:
Related manufacturer reference number: 2017865-2020-11760 it was reported that the right ventricular (rv) lead exhibited .lead noise and oversensing. The patient presented in the electrophysiology lab for extraction. The physician opened the pocket and no visualization of any lead or header problems were found. The rv lead was tested and was unable to reproduce noise. The physician elected to remove the lead and the implantable cardioverter-defibrillator due to the unknown origin of the noise. The lead was explanted and replaced. The implantable cardioverter-defibrillator was also explanted and replaced. Patient tolerated the procedure without difficulty and left the lab in stable condition.

Manufacturer narrative:
Correction: b5-concomitant product info was not included in the initial report. The b5 statement has been updated to include the missing info. D11-concomitant product info was not included in the initial report.

Manufacturer narrative:
As received, a complete lead was returned in one piece. During electrical testing a short was noted. Destructive analysis was performed. The rv shock was removed to inspect the insulation beneath and visual inspection found internal insulation abrasion breaching the re cable lumen underneath the rv shock coil at 45.9cm to 46.9cm from the connector pin. The etfe cable coating of one re cable was abraded in this location. The cause of the reported events was isolated to the abrasion to the ring electrode etfe cable coating.